Event description:
According to the reporter: the incident was solved by closing the bladder at separated point under laparo. Which had extended the procedure time length by about 30min. No reinforcement material was used, the tissue was obviously damaged with a ¿chopped¿ aspect, there was no tissue loss, no damage irreversible, no blood loss. The patient had to stay at the hospital 2 extra days, another procedure was required for a bladder leakage caused by an overpressure because of a blood clot in the bladder neck. The patient is very good today. The patient was (B)(6) old male.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:the patient had to be operated for an urachal cyst removal. The device could not close and was twisted. The time length procedure was extended as the patient &#39;s bladder was torn by the device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).